Manufacturer narrative:
The report is filed october 8, 2015.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to improper placement of the electrode array. It is unknown if the patient was reimplanted with a new device, as of the date of this report.